Event description:
It was reported that this right ventricular (rv) lead was exhibiting dislodgment. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.